Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 467mg/dl and the pump alarmed motor error. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. It was also found that there was a bent cannula. The insulin pump passed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during our testing noted. The motor passed the motor test. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing the end cap sticker.